Manufacturer narrative:
The carefusion failure analysis technician evaluated the front panel and powered on in service mode and noticed lcd powered on with pink contrast and flickering. After an hour of turning on the unit the screen would go dark but unit still functioned. Replaced backlight inverter with new one and problem still occurred. Findings/root-cause: reported problem was duplicated and isolated to defective lcd.

Manufacturer narrative:
(B)(4) . The carefusion field service engineer evaluated the ventilator, turned unit on and no information appears on the video display. Replaced the front panel assay with a new one. Tested unit. All working correctly.

Event description:
The customer reported that while in patient use the screen on the ventilator starts to dim and goes blank, dark. The patient was placed on another ventilator, no patient harm.